Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow, consistent rise in pacing impedances, along with variable, yet stable, rv coil impedances. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.